Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2019-00789 for a similar event reported from the same customer.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the ECG clinical data file was returned. Review of the data file showed that two of the three segments were determined as not shockable due to CPR being performed and very low amplitude and only one of the segments matching for ventricular fibrillation. Two of the three segments were determined as not shockable, which resulted in the no shock advised recommendation. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.